Manufacturer narrative:
D10 concomitant products: dxt1510al, dextile dxt1510al 15x10cm left x1, (lot # rua0565x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an operation in (B)(6) 2021 for the installation of the left and right mesh, polypropylene prostheses for bilateral inguinal hernias at the groin level, persistent pain at the implant site occurred daily and has continued since 2021. The pain was described as morally distressing and sometimes more intense, requiring stretching or changes in position for temporary relief. The pain also handicapped the patient's sex life, with intense pain occurring after sexual activity, and impacted participation in sports, with increased pain during certain movements. Medication prescribed for nerve pain did not decrease the pain, even at increased doses. Rehabilitation with a physiotherapist reduced the pain, but it returned quickly if exercises were stopped.